Event description:
Pt presented at surgeons office with post-op tibial pain and implants feel as though they are "backing out". Surgeon described the implants on x-ray looked like 'two horns' had formed. Surgeon performs double bundle technique and routinely uses two calaxo screws in the tibia. It is not known at this time if the pt has had follow-up surgery for debridement. Original surgery date is 2007.

Manufacturer narrative:
Product recall initiated on august 21, 2007.